Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported right side implant deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a fluid-filled device identified as right side. It appears to have a crease fold and an opening at the front. Although since it cannot be analyzed under a microscope, it cannot be determined what type of opening it is.